Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted which found no non-conformances.

Event description:
Baxter (B)(4) received a report that with one (1) infusor, after priming, there was absolutely no flow anymore. The device was filled with cytostatics. The exact date of occurrence is unknown. There was no report of patient involvement, injury, or medical intervention. No additional information is available.